Event description:
Rt noted shortly after doing care that mode on viasys-vela ventilator changed without intervention by staff. Mode switched from a/c volume to pressure simv. Equipment removed and new ventilator placed on pt. Trial ventilator staged out and removed from clinical area.